Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead, (B)(6) 2013; d334drg implantable cardioverter defibrillator (ICD) (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the analysis revealed no anomalies were found.

Event description:
It was reported that the patient had a sepsis infection with drainage noted from the device pocket less than one month after the implant of the implantable cardioverter defibrillator (ICD) system. It was further reported that the source organism was identified as psuedomonis gram negative bacteremia. The ICD system was removed and antibiotic treatment was initiated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.